Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they were hospitalized with a blood glucose level of 480 mg/dl. The customer does did not provide the date of the hospitalization. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The customer tried all remedies to resolve an issue with excessive no delivery alarms. The customer sent the product back for analysis.